Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9621-30t, batch 022032 tap was received for investigation. It was identified using micro-vu that 30.30 mm of dimension a for the tap shaft length remained out of the listed 31.66 mm in the design drawing for component c13793-04. Breakage was noted at the proximal threading, accounting for the reduction in length of the shaft. The fragments generated during the event were not returned for inspection. Material analysis testing identified that the returned ar-9621-30t met all as-received specifications, additionally. The bone quality encountered during the case was not provided. As such, the observed condition is most likely the result of user applied mechanical forces during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the tip of the ar-9621-30t tap broke off during a procedure. All broken pieces were retrieved and the surgeon was able to complete the procedure without further issue.